Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The f3 fuse was replaced, and the c-arm pivot rotation lock handle was adjusted. The system was tested and is operating as intended.

Event description:
The customer reported that the screen on the monitor of the 7700 system would not work. No pt injury was reported.